Manufacturer narrative:
The customer did not accept the quote for device evaluation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the joules were not loaded for discharge." The device was reportedly not in use on a patient.